Event description:
A distal radius plate implanted in 1997 for a comminuted intra-articular left distal radius fracture had to be removed post-operative. In 2000, pt had complaints regarding their thumb. Surgeon noted rupture of the flexor pollicis longus tendon. Plate was removed in 2001.